Event description:
Further information was received indicating the device was explanted and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that, during an in-clinic follow-up, premature battery depletion was suspected. Abbott technical support reviewed the session records and confirmed premature battery depletion. No intervention has been performed at this time. The patient was stable. Further information was requested.